Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 38 mg/dl at the time of the incident. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller alleged pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer had a high on (B)(6) 2020. The insulin pump will be returned for analysis.